Manufacturer narrative:
The customer did not return the requested back up file from the app so no investigation using the customer's data/settings was possible.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the bolus recommendations provided by the (B)(6) are not accurate. No adverse event reported. The device is not expected to be returned for evaluation.